Manufacturer narrative:
Additional information: h6. An event of "the valve embolized into ascending aorta" and device explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the navitor tavi valve instructions for use, artmt600148225 revision a "post-implantation precaution: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 25mm navitor valve was selected for implant. The patient¿s annular dimensions were 3mm depth and was 18x24mm (approximately 400mm2) and had moderate calcification. After final release of 25mm navitor, the valve embolized into ascending aorta. The implanted depth of the 25mm navitor valve was approximately 4-5mm. Hemodynamics stayed stable. It was decided to implant a larger valve ¿ but the 27mm navitor could not cross the 25mm navitor which was held in position with a snare. The 27mm navitor was removed and the patient was converted to surgical valve implantation due to narrowed left ventricular outflow tract (lvot). No hypertensive spike or pulmonary hypertensive episode were noted. There were not difficulties deploying, retracting the valve during the procedure. The patient was reported to be in stable condition.